Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and loss of capture. The noise could not be reproduced with pocket manipulation. The system was reprogrammed to vvi.